Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that the patient had to have the implant removed and replaced because she had fallen and landed on the implant and "broke it". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indication for use is urinary dysfunction/sacral nerve stim.